Event description:
The customer reported that a patient's sample was initially tested as d negative in 2008 (gel card lot # not provided). The patient was recently re-typed at about 5 months later as d positive using alternate lot of gel cards with a mixed field reaction in the anti-d microtube. The sample was confirmed in tube method to be weak d positive. A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.

Manufacturer narrative:
Testing of the lot could not be performed as the lot # involved in the complaint was not provided by the customer. No definitive root cause was determined for the negative results obtained in january 2008 with the patient's sample. The IFU indicates that the mts monoclonal anti-d gel card may not detect very weak expressions of the d antigen.